Event description:
It was reported that the patient had a full revision due to a failure to program on the generator and high impedance. The high impedance was previously reported to the FDA. During the surgery, the surgeon had difficulty removing the lead from the generator. Once removed, the surgeon noted that generator header had some rust colored residue near the pin. The patient's new generator was connected to the existing lead and high impedance was observed twice on systems diagnostics. The surgeon then replaced the lead. Following lead replacement, systems diagnostics were within normal limits with the new generator. The explanting facility historically does not return explanted products so device return is not expected. No additional relevant information has been received to date.